Event description:
It was reported that during a pulsed field ablation procedure, the slide tool would not stay fully extended to allow for easy recapture of the device. The slide tool was difficult to extend, and the tip of the capture device fell off. The catheter was replaced which resolved the issues.  The case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012350768 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any issues. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding control was limited to a half of the total slide. The slide control was hardly moved used to fully retract back the guidewire lumen then stuck again. Resistance and stiffness occurred in every attempt to extend the guidewire lumen using the slide control. The guidewire was likely stuck due to dried blood, saline, or contrast. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. X-ray imaging confirmed entangled wires at the proximal hand. The guidewire lumen appeared to be kinked at the same location. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. X-ray imaging confirmed broken wire was noted and the guide wire lumen was deformed. The cause of the breakage remains undetermined. No resistance was felt when holding the capture device with the palm of the hand and removing it horizontally along the shaft. The capture device adapter's proximal inner diameter and the distal inner diameter of the capture device (without adapter) were within tolerance, with no defects observed. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries performed and error 2003 was detected. The electrical continuity test failed, all the electrodes to the connector wires measured an open circuit. Dissection of the catheter confirmed all broken electrode wires and damaged insulation of electrode wires within the shaft. In conclusion, the loop catheter failed the returned product inspection due to a guidewire lumen kink, broken electrode wires, and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.